Event description:
In the middle of a laser procedure, while the laser was activated, the laser and catheter broke/burned completely in half. This was about 3 cm outside of the pt's leg and we were able to get a hold of the laser still in the leg and remove both the laser and catheter from the pt.

Manufacturer narrative:
The returned device was evaluated and it was confirmed that the laser fiber had broken and also had been fired. There were no observed defects on the fiber shaft. The cause of the broken fiber could not be fully determined. The most likely cause of failure would be trauma to the fiber by an external force before being used in a procedure. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).